Event description:
Per customer, the catheter tore 1.5cm from the dome during traction removal of peg. The peg was being replaced after 130 days. The dome and the catheter were retrieved endoscopically. Customer alleges that the physician followed the instructions for use.